Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked approximately 7-9 ml of solution. This was noted before patient use when the device was removed from storage. The device had been filled with fluorouracil in 5% dextrose solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Mfg date: manufacturing date - 12/21/2015 ¿ 12/22/2015. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted an untightened blue winger luer cap. A functional leak test was performed and cap was hand tightened by manually rotating the cap until the cap could no longer be tightened. Afterwards, no sign of leak was noticed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.